Event description:
Initially, the home patient (hp) contacted baxter technical service to request assistance on an unrelated alarm which was occurring on the homechoice during peritoneal dialysis (pd) therapy. Assistance was provided over the phone with no patient injury or need for medical intervention. During the call, the hp stated he had infections (unspecified) and an antibiotic (unspecified) in the final bag of therapy. On (B)(6) 2012 during a follow up call with the hp by baxter product surveillance, the hp could not recall what the antibiotics were for but stated everything is fine now. On (B)(6) 2012, baxter product surveillance contacted a peritoneal dialysis nurse (pdn) and received the following information. On an unreported date in (B)(6) 2010, the hp began treatment with dianeal 2.5% and extraneal (doses, frequencies, and lots not reported) intraperitoneally (ip) for pd therapy. On (B)(6) 2012, the patient presented with peritonitis coincident with dianeal 2.5% and extraneal therapies (unspecified). On the same date, the patient received remedial treatment with ancef and fortaz (dose, frequency, and lot not reported). On an unreported date, the patient's treatment was changed to vancomycin (dose, frequency, duration, and lot not reported). The patient was not hospitalized for the peritonitis event. Pd therapy was reported to be ongoing. Concomitant medications were not provided. The pdn reported the cause of the peritonitis was most likely due to a use error contamination, such as touch contamination or not wearing a mask. The pdn stated the hp performs a high risk job in that he cleans public toilets. The pdn stated the hp was retrained after this peritonitis event and she stated that they are always stressing to this patient to be sure to be very cautious and perform proper aseptic technique. Per the pdn the patient has fully recovered from the event of peritonitis. The pdn stated that in her opinion, the cause of the peritonitis was not associated with a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique described as touch contamination or not wearing a mask by patient. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.